Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer experienced blood glucose (bg) over 500 mg/dl which was addressed with a bolus via pump and consumption of water. Reportedly, the high bg was attributed to the carb ratio settings on the pump being updated by the clinical diabetes specialist, as a regular adjustment while the customer acclimated to using the pump. The change was made prior to the high bg the customer experienced.